Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the mainframe was noisy when using the mono-polar probe during the procedure. A muting detector probe was used as instructed; however, the issue was not resolved. Also, increasing the threshold was recommended, but the hcp did not need to use the mono-polar probe anymore. There was no patient impact.